Event description:
Ous MDR - it was reported that after an implant duration of one week the patient received inappropriate shocks due to oversensing. A surgery was performed in order to clean and tighten the screws. After this procedure the patient was shocked again. It was decided to replace the system (ICD and the lead). No other adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to a functional analysis. The performance of the lead was scrutinized, including a visual and an electrical inspection. The analysis demonstrated a damaged insulation at some 34 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The coating of the conductor cables to the ring electrode a1 and a2 was found damaged. These findings can be considered to be the root cause of the noise issues mentioned in the complaint description. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment. The deformation of the rv shock coil occurred most likely during the surgery.